Event description:
Fully-threaded pegs failed to lock into dnpar nail plate distally. Surgeon tried two (2) different holes and the only screw that would lock into place was the mdtp. Another dnpar was used with new screws successfully. This problem resulted in a 25-minute surgical delay.

Manufacturer narrative:
Examination of the returned samples by a depuy trauma quality engineer found the complaint unconfirmed. A functional check with the returned screws found all screws locked fully and correctly. It's a possibility the screws were being threaded at an off angle approach. A two-year search of the complaint database found no prior reports for this problem for the nail product code. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.